Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the insertion farawave catheter into the sheath, air ingress occurred in the side port of the sheath when negative pressure was applied with a syringe. No leak nor air inside patient was observed. Terumo te-261 pump at 20ml/h was used for irrigation. The farawave catheter and starter guidewire were inserted inside the sheath before or at the time air was seen. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the insertion farawave catheter into the sheath, air ingress occurred in the side port of the sheath when negative pressure was applied with a syringe. No leak nor air inside patient was observed. Terumo te-261 pump at 20ml/h was used for irrigation. The farawave catheter and starter guidewire were inserted inside the sheath before or at the time air was seen. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress.